Manufacturer narrative:
This supplemental submission is being submitted as a correction to the original submission 1219602-2017-00296. The customer incorrectly reported the part number. This malfunction remains reportable but will be submitted per asr #e2002013 and 21 c.f.r. §803.

Manufacturer narrative:
The device was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter was performed and found to meet print specification. Clinical details were provided that the patient had hard bone and that no starter or tap was utilized to prepare the insertion site. The starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used. No root cause related to the manufacture of the device can be established. User error cannot be ruled out. Further investigation is not warranted at this time.

Event description:
It was reported that the anchor was broken and removed during an arthroscopic acl knee procedure. The surgeon was fixing the tibia when the anchor broke. There was a backup available to complete the procedure. No patient injury reported.